Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that an intermitted image loss with the colonoscopes was noted with the evis exera iii xenon light source. The event occurred prior to use and during examination. The same device was used to complete the operation and there was no patient harm or user injury reported due to the event. Additional information has been requested regarding the specifics of the previous events and how many occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.